Event description:
It was reported that a pt was being loaded into an ambulance using a tow system with a winch. Allegedly, the tow cable broke and the cot rolled down the ramp where it was stopped by the emts. No injuries are alleged.

Manufacturer narrative:
It was discovered that the customer was using an approx 8 foot ramp instead of the 12 foot ramp that is required by the manual. It was also reported that wear was observed on the cord. It is required in the preventive maintenance that the cord is examined for damage and wear.